Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident ceramic acetabular system. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit, that allegedly the patient received a trident ceramic acetabular system. It is alleged that since the implantation of the device the patient has experienced significant loosening and discomfort in the area of the device. It is further alleged that as a result of the implantation of the device, the patient required revision surgery on (B)(6) 2010.